Manufacturer narrative:
The device was subjected to external and internal visual examinations, as well as, functional testing. The device operated per specification, but no assignable cause for the damaged buttons could be determined. Based on the results of the investigation, the reported issue was confirmed. (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) has damaged buttons.